Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) stated he is not connected and that he disconnected from the hc one time before the alarm and then reconnected. The technical service representative (tsr) asked the hp if there is air in the patient line. The hp stated yes. The tsr explained the alarm and instructed the hp to discard the supplies and start over with new supplies. Product surveillance contacted the hp on (B)(4) 2011. The hp stated that he did not recall the alarm; however, the hp stated that he was doing fine and continuing therapy without any issues. No allegations were made against any of the products. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.